Event description:
Related manufacturer report number: 2916596-2021-01843.

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was evaluated following the reported event of low speeds and low flow alarms a review of the submitted log file spanned approximately 5 days (22mar21 ¿ 27mar21 per time stamp). On (B)(6) 2021 at 04:34 and (B)(6) 2021 from 03:51 to 03:59 while connected to the mpu, the pump appeared to struggle to maintain the set speed, resulting in low flow alarms, low speed operations, and pump stops. The speed returned above the low speed limit (lsl) shortly after. These low speeds and pump stops are addressed in related manufacturer report number 2916596-2021-01843. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Additional information provided on 24apr2021 stated that the patient is currently home on an ungrounded cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use and heartmate 3 patient handbook explain how to properly interpret and troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient observed low flow alarms. System controller history revealed multiple low speed advisory alarms and low flow alarms. Patient reports that alarms only occurred while connected to his mobile power unit (mpu). Patient was immediately instructed to report to the hospital for further evaluation. On arrival at the hospital left ventricular assist device (lvad) interrogation reveals multiple low speed advisories and pump off alarms starting on (B)(6) 2021 0434 as well as (B)(6) 2021 at 0351 and 0926. Patient is very active and has minor damage to the external portion of the driveline. He has also gained about 55 pounds since implant. Pump is reported in manufacturer report number 2916596-2021-01843. Technical services reviewed the submitted log files which revealed abnormal pump stop, low speed hazard, and low flow hazard alarms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. A driveline replacement/repair was performed on (B)(6) 2021. It was reported that the patient observed another pump stop the morning of (B)(6) 2021 on grounded cable when getting out of bed. Technical services reviewed the submitted log files which revealed a pump stop post the driveline replacement/repair on (B)(6) 2021 at 8:01. Patient was discharged home on ungrounded cable with plans to undergo worked up for transplant.